Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported patient effect of foreign body in patient appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. [(B)(4)].

Event description:
Sus voluntary event form received stating "angioplasty (trek rx 3.0 x 20 mm) balloon burst, fragment remained in coronary artery. No harm to patient." Also reported on form was: event report type: serious injury. Event outcome: required intervention. No additional information was provided.